Event description:
Procedure performed: lap. Gyn. Procedure. Event description: the sleeve is bent during insertion. Information received from applied medical representative via email 31may2023: no patient issues. The bend/break occurred in the shaft. The trocar was inserted rotated. There was no difficulty during insertion. The break was not considered to be a clean break. It was cracked. The break did not cause particulation. The trocar was not used with a robot. The user used a new trocar. Intervention: the user used a new trocar. Patient status: no patient issues.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a damaged trocar as both the cannula and obturator were bent. The wall thickness of the cannula and obturator were measured and met specifications. Based on the condition of the returned unit and similar previous incidents, it is likely that the reported event was caused by a high force exerted on the unit during insertion. It is possible that the physical characteristics of the patient contributed to the force exerted on the unit during insertion. This event was initially reported based on the description of the event. However, based on the evaluation of the returned unit, applied medical determined that this event is not reportable as a bent trocar is unlikely to cause or contribute to death or serious injury.

Event description:
Procedure performed: lap. Gyn. Procedure. Event description: the sleeve is bent during insertion. Information received from applied medical representative via email 31may23: no patient issues. The bend/break occurred in the shaft. The trocar was inserted rotated. There was no difficulty during insertion. The break was not considered to be a clean break. It was cracked. The break did not cause particulation. The trocar was not used with a robot. The user used a new trocar. Intervention: the user used a new trocar. Patient status: no patient issues.